Event description:
Failure to osseointegrate

Event description:
Failure to osseointegrate. The product has been returned and the material number updated accordingly. The corrected information is provided in this follow up report.